Manufacturer narrative:
(B)(4). The rt051 interface is used to deliver humidified oxygen to patients. The rt051 consists of a short length of tubing (interface tube) which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The product also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: the returned complaint device was visually inspected. Results: the rt051 cannula had become separated from the lip of the plastic manifold on one side. A lot check was not performed as no lot information was provided. Conclusion: the rt051 interface is shipped to the customer fully assembled with the nasal prongs firmly seated on the plastic base. We are unable to determine the cause of the disconnection but it is possible that the patient accidentally pulled on the tubing, causing it to come apart. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt051 nasal cannula came apart while in use on a patient, causing the patient to desaturate. The hospital further reported that the problem was resolved when the rt051 was re-attached.